Event description:
It was reported to boston scientific corporation that a re-entry malecot nephrostomy catheter was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2016. According to the complainant, during extraction procedure, the nephrostomy catheter was torn. The procedure was completed  at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.